Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings, lost sensor alarm and weak signal alarm from the insulin pump. The customer's blood glucose reading was 450 mg/dl. The customer treated with the pump. The customer stated that the pump is not communicating with the transmitter. The customer stated that one sensor was bent and the other was not. The customer was advised that lost sensor may be due to sensor dislodged, bent or retracted. The customer was advised to call back if the alert occurs.